Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the touch screen won't respond and the tubing sensor is broken." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to physical damage to the set ID. Physical damage was confirmed and no other physical damage was identified internally.